Event description:
A patient reported blood glucose results of "187 mg/dl, 78 mg/dl and hi" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips and control solution were replaced.